Manufacturer narrative:
(B)(4).

Event description:
The customer stated that he received questionable results on capillary blood samples on a coaguchek xs meter, serial number (B)(4). The results from the coaguchek xs meter were 7.7 inr, 4.4 inr, and 7.5 inr. All results were obtained within one hour. A new finger stick was used for the first and second tests. The same finger stick was used for the second and third tests. The customer's therapeutic range is 2.0-2.5 inr. The customer's testing frequency was not provided. The time frame between the event and any medications taken was not provided. The customer reported an increase in coumadin (warfarin) dose frequency. His physician added a half pill on tuesday and thursday. No adverse event was reported for the customer. Relevant retention test strips (lot 176191-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No qc was performed. The meter and strips were requested for return.

Manufacturer narrative:
The customer returned the meter and strips. They were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1: 2.6 inr, 47% hct. Donor #2: 4.7 inr, 50% hct. Donor #1 results: master lot: 2.7 inr. Customer strip & meter: 2.5 inr, 2.5 inr. Donor #2 results: master lot: 4.6 inr. Customer strip & meter: 4.6 inr, 4.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material meets specification. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided.